Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a bi-leaflet prolapse. An xtw clip (30317a1007) was inserted and while grasping one of the leaflets, one of the grippers would not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A second xtw clip (30324a1043) was inserted and while establishing final arm angle (efaa), the clip opened to roughly 60 degrees due to the lock failing. The clip was removed, and the procedure was discontinued. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via returned device analysis. Additionally, a torn clip cover was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa and observed torn clip cover were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.